Event description:
Note: this report pertains to one of six complaint devices used in the same procedure. Manufacturer report# 3005099803-2013-12555 addresses the leveen coaccess electrode system, manufacturer report# 3005099803-2013-12560 addresses the rf3000 radiofrequency generator, manufacturer report# 3005099803-2013-12709, manufacturer report# 3005099803-2013-12710, manufacturer report# 3005099803-2013-12711, and manufacturer report# 3005099803-2013-12712 addresses four grounding pads. It was reported to boston scientific corporation on (B)(6) 2013 that a leveen coaccess electrode system (manufacturer report# 3005099803-2013-12555), an rf3000 radiofrequency generator (manufacturer report# 3005099803-2013-12560), and four grounding pads (manufacturer report# 3005099803-2013-12709, manufacturer report# 3005099803-2013-12710, manufacturer report# 3005099803-2013-12711, manufacturer report# 3005099803-2013-12712) were used during a radiofrequency ablation (rfa) procedure on (B)(6) 2013. According to the complainant, during the procedure, the leveen coaccess electrode could not achieve roll off after 50 minutes. It was reported that the procedure was not completed. In was also reported to boston scientific corporation that roll off was difficult to achieve after 30 minutes during a second radiofrequency ablation (rfa) procedure on (B)(6) 2013 with a leveen needle electrode (manufacturer report# 3005099803-2013-12558 ), an rf3000 radiofrequency generator (manufacturer report# 3005099803-2013-12559) and four grounding pads (manufacturer report# 3005099803-2013-12719, manufacturer report# 3005099803-2013-12720, manufacturer report# 3005099803-2013-12721, manufacturer report# 3005099803-2013-12722). It was reported that a p1 error was displayed on the generator and remained on the screen after the electrode was replaced. It is unknown whether these issues happened during the same procedure. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.